Event description:
The customer reported being hospitalized for high blood glucose and ketones. The customer was vomiting, had trouble breathing, pain, and confusion. The blood glucose at time of the call was 250 mg/dl. Troubleshooting was performed and blank display occurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.